Event description:
Medtronic received information that during use of this octopus nuvo tissue stabilizer, the device head link disconnected from the shaft with fragments landing in the patient and on the floor. Shortly after that, the device whaletail fell off onto the floor, along with 3 ball-bearings. At this point the physician's assistant had to put a finger on the coronary to avoid blood loss. The anastomosis was completed without stabilization. The local medtronic sales representative reported that all device fragments were removed from the patient and recovered from the floor, and returned for analysis. The procedure was successfully completed and the patient recovered uneventfully.

Manufacturer narrative:
(B)(4): analysis: the clinical observation was confirmed. The unit showed a break in the collett area. All four collett pieces were loose when returned. Review of manufacturing records for this product did not reveal any abnormalities or non-conformances. Conclusion_ analysis revealed that the collett arms/fingers of the device developed a fracture resulting in detachment of the headlink and inner rod assembly. Health hazard analysis classified this issue as moderate with significant impairment, but temporary/reversible in nature. Field action has been initiated.